Manufacturer narrative:
A follow up was performed with the technician that serviced the device. The technician reported that an annual periodic maintenance (pm) was performed, and the device did not meet the manufacturer's specifications. The technician reported that the gas delivery system was replaced to address a separate issue being addressed in a subsequent case, and the device passed the testing. The device was returned to service. The technician did not report that any parts were replaced for the over-voltage protection (ovp) circuit failed error message that was found the event log. No further details were provided. In the event that new information is obtained, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint for the v60 ventilator, and it was observed that the device had an over-voltage protection (ovp) circuit failure in the event log. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.